Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Subject device is not a single-use device. Device has not been returned for investigation. No conclusions can be drawn. The date of manufacture cannot be determined because the lot number is not known.

Event description:
While reaming during a tibial nailing procedure the reamer head broke into several pieces. The procedure was delayed for approx one hour while the surgeon retrieve the fragments. The procedure was completed successfully, but one small fragment remains in the pt.